Event description:
It was reported that the customer had an alarm for a low sensor glucose reading. Customer checked her blood glucose level and it was around 202 mg/dl, but her sensor glucose reading was 63 mg/dl. Pump was alarming threshold suspend. Customer stated that she wears the sensor for about a week and then takes a break from it. Customer stated that it used to start off right and then it gets inaccurate within 24 hours before ending. Customer has noticed that it has become more inaccurate in the beginning recently. Customer stated that she does upload her pump to carelink. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).